Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-07064. It was reported that the patient presented remotely for follow up. Review of the transmission revealed non sustained right ventricular oversensing episodes. The right ventricle and left ventricular lead exhibited intermittent capture. The device was reprogrammed and the patient was in stable condition.